Manufacturer narrative:
H6: investigation summary : no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2208057, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time.

Event description:
It was reported that 60 of the bd plastipak¿ 3-piece syringe were sluggish does not slide as it should. The following information was provided by the initial reporter, translated from swedish to english: the syringe is a little sluggish does not slide as it should.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 60 of the bd plastipak¿ 3-piece syringe were sluggish does not slide as it should. The following information was provided by the initial reporter, translated from swedish to english: the syringe is a little sluggish, does not slide as it should.